Event description:
It was reported that during an anesthesia assistants training exercise on (B)(6) 2025, the monitor screen intermittently blacks out. There was no patient involvement.

Manufacturer narrative:
The device was returned to our us facility on jan-29-2025 and will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID: (B)(4).

Manufacturer narrative:
Correction is provided in section g2. This event is filed under internal complaint ID: (B)(4).

Manufacturer narrative:
Evaluation findings by the manufacturing site: the device was sent to the manufacturer for inspection. During the technical inspection by the manufacturer, the fault description provided by the customer, "monitor screen intermittently blacks out," was not confirmed. The following faults were identified in total: battery older than 2 years, replaced as a preventive measure. The image error and therefore the cause could not be determined. However, the battery is more than 2 years old and will be replaced as a preventive measure. This error is very likely to be due to wear/ageing. The investigations carried out above did not reveal any cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were found in the device's manufacturing documentation. It was determined that the labelling contains appropriate instructions and warnings. The complaint history did not reveal any accumulation of similar complaints, and no trend was identified. This event is filed under internal complaint ID (B)(4).